Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection was unremarkable. Device tested and meets specification. No defects or anomalies found. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was explanted as therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received several anti-tachycardia pacing (atp) and shocks. Health care professional (hcp) requested support to review device data. Ventricular rate appears to be irregular. Appear to be atrial fibrillation (af) with rapid ventricular response (rvr). May be inappropriate therapy. Further review recommended. Remains in service. No adverse patient effects were reported.